Event description:
Info received that the casters were not holding. No alleged injuries by account.

Manufacturer narrative:
Tech found the casters were faulty and not holding. Replaced two footend casters to resolve this issue. Stretcher located in bed shop.